Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that their remote wasn't working. They said the patient programmer screen showed a picture of a phone and they couldn't get past that screen. When the patient connect their ins with the programmer, the patient said they saw the poor communication screen. When they connected their ins with the programmer again, they received the power on reset (por) screen. Patient services was able to walk them through clearing the screen and the issue was resolved. The patient also reported they don't always feel therapy so they visit their hcp to have it adjusted every once in a while. No further complications reported/anticipated.